Manufacturer narrative:
(B)(4). The alleged incident occurred in the clinical setting, but there is no report of direct patient involvement. A visual, functional and dimensional inspection could not be conducted since complaint sample is not available for return to teleflex for an investigation. The complaint sample is not available for return to teleflex for an investigation. No corrective/preventative actions will be assigned. No further action is required. The complaint cannot be confirmed.

Event description:
The customer alleges that when opening the dispoled handle (with difficulty opening), the batteries flew out of the handle onto the floor. No patient injury or harm.